Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urgency frequency. It was reported that the patient had the implant done on (B)(6) 2021. The patient stated that they had pain in their stomach and wanted to know if they needed to change anything on their handheld device to make this pain go away. The patient was transferred to patient and technical services. Patient was also provided with their phone number. All agents were currently helping other patients so the patient will call patient and technical services on their own. Additional information was received from a friend/family member of the patient and from a healthcare provider. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient's son reported that last week, their mother was experiencing pain in their abdomen to the point they had to call an ambulance. The patient was currently in the hospital and were not able to urinate. When they were catheterized, their pain level subsided. The patient's son stated that multiple urologists and doctors were unable to diagnose or figure out what was causing the patient's pain. They had been diagnosed with ascites, but doctors did not know why. The son was concerned that this all happened after implantation of the device. The device had been turned off, but the patient's pain had persisted. They were concerned that the battery was potentially malfunctioning and causing the pain and was wondering if the manufacturer had any reports of that in the past. They also mentioned their mother had multiple abdominal surgeries over the years for colon cancer, prolapse, and other surgeries (not alleged related to device/therapy). The doctors did not think that could have caused the patient's issue. Next steps were for the patient to get an MRI and then determine next steps. There were no known environmental/external/patient factors reported which may have led to or contributed to the issues. No diagnostic tests were performed yet on the ins by the manufacturer, but would be conducted if requested. There were currently no interventions by the manufacturer as of the time of the report, and the issue was not currently resolved. A healthcare provider also reported the patient had been admitted to the hospital for abdominal pain, ascites, and urinary retention on (B)(6) 2021. The caller stated that the urology group at the hospital did not think the abdominal pain or ascites was related to the implanted device. They asked if the manufacturer had information that indicated there could be a relationship between the device/therapy and the symptoms. The caller indicated that to attempt to identify a cause for the symptoms they had already turned off the stimulation device. The caller was a physician, internist, and indicated that the managing doctor of medicine (md) was on vacation so the caller could not consult with that individual. The issue was not resolved through troubleshooting. Information about symptoms from the clinical summary was reviewed.